Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an automated impella controller (aic) was being utilized to prime a pump for upcoming pump support when the aic failed. The team discovered the purge cog wheel would not move, and as such the aic was swapped out and a backup would be used for upcoming patient support. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support delay during the exchange, however the exchange was performed with no consequence to the patient and support.